Event description:
An ophthalmic surgeon reported that during a vitrectomy procedure, while silicon-oil-filling of one eye, the infusion tube widened at the end of its connection (despite the extra decreased pressure on the system), and the silicone oil could not be poured into the eye and ran out of the open sites. According to surgeon's opinion, this event happened two or three times before. Add'l info has been requested but not received to date. This is one of two medical device reports being filed for this facility. This report is for the pool of patients.

Manufacturer narrative:
A sample is being returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received ro date, (B)(4).